Manufacturer narrative:
H3: the product analysis result indicates that inner assembly spun freely by hand using the bur head and the tang would turn with it which indicates the shaft was intact and not broken. Axial force was applied to the bur head with no issue. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Functionally, the device loaded securely into a handpiece, run at 60,000 rpm in forward direction, and cut saw bone with no issue. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. This facility reported an issue with 3 lot numbers from the transnasal bur family; in contrast, a review of the global complaint data showed no other complaints for these lot numbers. The customer reported the bur was broken before use. The information most likely indicates the bur was improperly loaded / locked into the handpiece which prevented rotation and was perceived as unusable. The instructions for use contains detailed loading instructions. In the returned condition, there was no out of specification condition that is likely related to the complaint. The most likely underlying cause is consistent with misuse / use error. H6: additional information suggest that fdm 4118 , fdr 3233 and fdc 11 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that intraoperatively the device that entered inside was broken. The other device was broken from the unused state and could not be use. There was no known impact or consequence to patient.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The other device was broken from the unused state and could not be use. Upon follow up it was confirmed that the inner bur was broken and there is no damage to the distal tip / head. There was no fragment and no procedure delay. The procedure was completed with a back up device. No adverse event was reported.